Event description:
In a few days after surgery, plate breakage was confirmed.

Manufacturer narrative:
The macroscopic and microscopic investigation results showed that the bone plate, mp, 4 holes, straight broke in low cycle fatigue mode by exceeding the material strength after a few cycles under partially very high forces. The fractured surface had appearance of a low cycle fatigue rupture. Much evidence of forced rupture and secondary cracks also existed. In addition, swinging lines of a fatigue breakage were also visible to some extent. The root cause of the reported event can be attributed to one or repeated powerful dynamic overload at the fractured area of the plate. No indications were found for any material or manufacturing related issue.

Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
In a few days after surgery, plate breakage was confirmed.